Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2014 with the following findings: loss of prime with non-zero force recorded in the black box. There was no loss of prime during investigation. Force sensor calibration reading was low. Opened pump and removed from case. The force sensor shim plate was displaced. Force sensor resistance reading was 9.1k ohms.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a loss of prime. There is no reported adverse event with this complaint. This report is made based on the allegation of the loss of prime issue.